Manufacturer narrative:
The product in question was requested, but the product was not returned to the manufacturer. A review for similar complaints (B)(4) to be investigated already was performed with the following outcome: the product was investigated in the laboratory of the manufacturer. By visual inspection it was determined that the de-airing membrane was bloody and the yellow closing cap was missing. Blood residues were also detected under the pumps housing cover, where the measurement sensors are located. The pint sensor was found to be corroded. The product was connected to the cardiohelp device. The internal pressure (pint & delta p) was displayed without any abnormalities. Most probable the pint was exposed to humidity (priming fluid or blood) which leads to implausible pressure sensor readings. The fluid was most probable leaking from the de-airing port of the product and dropped down behind the pumps housing to the sensors location, which was reproducible during investigation. Thus the reported failure could be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "we received a call via the hotline. Deltap increase within 24 hours to 60 mmhg. Then, in the period of 2 hours, a further increase from 60 mmhhg to 108 mmhg. Postoxy. Blood gases were very good, over 500 mmhg. Ptt 60 sec. Oxygenator was exchanged." (B)(4).